Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, this ICD was implanted to replace a non-microport pacemaker, and the atrial and ventricular leads remained implanted. Noise oversensing was observed in the ventricular channel, leading to a ventricular pause of 5.5 seconds. Several attempts were made to reproduce the observed noise, but it did not lead to the same behavior. The programmed sensing was then increased from 0.4 mv to 0.8 mv. The patient is dependent on pacing. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, this ICD was implanted to replace a non-microport pacemaker, and the atrial and ventricular leads remained implanted. Noise oversensing was observed on the ventricular channel, leading to a ventricular pause of 5.5 seconds. Several attempts were made to reproduce the observed noise, but it did not lead to the same behavior. The programmed sensing was then increased from 0.4 mv to 0.8 mv. The patient is dependent on pacing.